Event description:
Guidewire was missing from the tray, so a substitute wire was used from the disposable instrument kit for tenodesis screw. The end of the wire broke off into patient, but was retrieved prior to closure of incision. FDA safety report ID # (B)(4). .